Event description:
It was reported, the video system center connected to h-series endoscopes with flickering and unstable images. The issue occurred during maintenance. There were no reports of patient harm.

Manufacturer narrative:
The device was returned and the evaluation found no reportable malfunctions aside from the reportable malfunction in the b5. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that "image flickers and becomes unstable when it is connected to h-series endoscopes" occurred due to a defective circuit board. Olympus will continue to monitor field performance for this device.